Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, the customer saw blood leakage occur in the tubing and a hooked needle point for 23 needles. No patient impact reported.

Manufacturer narrative:
E1: initial reporter prefix: mr./ms. H.6. Investigation summary: material #: 368652. Lot/batch #: 3202234. Bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for hooked needle point was observed. However, the photo does not show any evidence of leakage. Additionally, thirty (30) retention samples from bd inventory were evaluated by both visual examination for needle point integrity and functional testing using 10 tubes per needle to assess functionality of the device and the issue of hooked needle point and sleeve leakage were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of hooked needle point but unconfirmed for leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.